Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the saw did not function as expected. The saw motor was functioning; however, the saw blade did not move. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.